Event description:
"Per site, an endoleak was noted on the 30-day CT dated (B)(6) 2021, and then confirmed as a type ib endoleak on an additional CT (pending site source and upload of additional CT). On (B)(6) 2022, subject (B)(6) underwent re-intervention due to a type ib endoleak from the right iliac limb. The right iliac limb was extended with a 20x100mm iliac limb from the flow divider down to just right above the iliac bifurcation. A repeat angiogram reflected persistence of the type ib endoleak, therefore a total of 8 coils were placed into the right hypogastric artery using a combination of nester and terumo coils. A repeat angiogram showed an occluded right hypogastric artery, therefore a 10x120mm iliac limb was used to extend from the flow divider down into the external iliac artery. A repeat angiogram showed complete resolution of the type ib endoleak with widely patent external iliac artery. The event was deemed possibly related to device." Patient outcome: "the subject's 1-year and 2-year follow-ups have shown no reoccurrence of the type ib endoleak. A new type ii endoleak presented on the 1-year CT dated (B)(6) 2022 and remained persistent on the 2-year dus dated(B)(6) 2023. Due to the persistent endoleak, a CT was also obtained on (B)(6) 2024 noting that the previously seen type ii endoleak was no longer detected. The subject is currently in 3-year visit window."

Manufacturer narrative:
This complaint was involved with four devices. Device 1 is being reported under MDR-2247858-2025-00049, device 2 is being reported under MDR-2247858-2025-00050, device 3 is being reported under MDR-2247858-2025-00051, and device 4 is being reported under MDR-2247858-2025-00052. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This complaint was involved with four devices. Device 1 is being reported under MDR-2247858-2025-00049, device 2 is being reported under MDR-2247858-2025-00050, device 3 is being reported under MDR-2247858-2025-00051, and device 4 is being reported under MDR-2247858-2025-00052. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Per site, an endoleak was noted on the 30-day CT dated 06dec2021, and then confirmed as a type ib endoleak on an additional CT. (Pending site source and upload of additional CT). On (B)(6) 2022, subject tpa-040-008 underwent re-intervention due to a type ib endoleak from the right iliac limb. The right iliac limb was extended with a 20x100mm iliac limb from the flow divider down to just right above the iliac bifurcation. A repeat angiogram reflected persistence of the type ib endoleak; therefore, a total of 8 coils were placed into the right hypogastric artery using a combination of nester and terumo coils. A repeat angiogram showed an occluded right hypogastric artery, therefore a 10x120mm iliac limb was used to extend from the flow divider down into the external iliac artery. A repeat angiogram showed complete resolution of the type ib endoleak with widely patent external iliac artery. The event was deemed possibly related to device. Update 21apr2025: the core lab sent notification on 21apr2025 also confirming presence of the type ib endoleak in the right iliac on the unscheduled imaging dated (B)(6) 2022." Patient outcome: "the subject's 1-year and 2-year follow-ups have shown no reoccurrence of the type ib endoleak. A new type ii endoleak presented on the 1-year CT dated (B)(6) 2022 and remained persistent on the 2-year dus dated (B)(6) 2023. Due to the persistent endoleak, a CT was also obtained on (B)(6) 2024 noting that the previously seen type ii endoleak was no longer detected. The subject is currently in 3-year visit window."